Event description:
Revision surgery- the patient recently fell and cracked the central screw of the baseplate, peripheral screws, glenosphere and al-poly shell were removed and replaced. The stem was well fixed and was not replaced.

Manufacturer narrative:
The reason for this revision surgery was to remedy a broken central screw on the baseplate 8.6 years after prior surgery. The healthcare professional indicated a significant adverse event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed non-conforming material reports associated with this product. A review of the product complaint report history shows this is the fifth complaint for this part number (two loss of fixation, one migration, one broken screw, and on dissociation), and the first complaint for this lot number. The cause for the broken screw was most likely due to the patient falling, as reported. There is no information reported that showed a material, design, or manufacturing problem with the product.